Event description:
Prior to removal of catheter, the physician noticed a flattened tip on the catheter.

Manufacturer narrative:
Technical evaluation: two devices were received. Neither have any indication of use. Both have a flat section. One device also has a kink. Conclusion: the damage may have occurred in transit or during the packaging process at penumbra. The DHR for this lot was reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1097-04 (lot # l12061) and sub-assembly pn0918-04/c (lot# l11921). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). (B)(4). The lot passed hub air aspiration, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. (B)(4). No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.